Manufacturer narrative:
A follow-up report will be issued after the investigation is complete.

Event description:
As reported: couldn't get push tube and foot plate with manta housing through the valve. Additional information on (B)(6) 2022 - two mantas failed and a third deployed successfully in procedure. Associated to: MDR 3010252479-2022-00156 manta.

Manufacturer narrative:
Two 18f manta closures, two 18f sheaths, two 18f introducers, and one 8f depth locator were returned for investigation. The components were decontaminated then visually inspected. During inspection the engineer noted blood particulates present on the components. The unit labeled from lot mn2101402 (fu-3010252479-2022-00156 manta) did not exhibit an engaged lever. The valve was torn and slightly displaced. During functional testing the bypass tube could be advanced without any issues. The unit labeled from lot mn2101411 (fu-3010252479-2022-00157 manta) did not exhibit an engaged lever. During functional testing resistance was observed when advancing the bypass tube. No damages were noted on the valve. The device lot history record was reviewed and indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a tavr procedure, an 18f manta was planned for closure. No issues were encountered advancing or withdrawing the procedural sheaths. While inserting the bypass tube through the hemostatic valve of the manta sheath, the physician encountered severe resistance attempting to advance the bypass tube into the sheath hub. No buckling or bending occurred to the bypass tube when met with resistance. The first 18f manta closure was removed, the first sheath remained in place. A second 18f manta closure was opened. Again, the physician encountered severe resistance advancing the bypass tube through the hemostatic valve of the manta sheath; no buckling or bending of the bypass tubes occurred when met with the resistance. The second 18f manta closure and the first sheath were removed and replaced with a third 18f manta closure and sheath and successfully deployed for closure. The IFU indicates in step 3 of inserting the device: note: if significant resistance is felt inserting the bypass tube into the manta sheath, remove the entire system and open a new device. Additionally, procedure requirements state, the manta closure must be deployed using the manta sheath provided in the manta package. Do not substitute any other sheath associated to: - MDR fu-3010252479-2022-00156 manta